Event description:
Pt had a dual lumen cook 4 fr PICC placed. It was noted that the fluid was leaking from the PICC and there was a hole in the white lumen. This facility is seeing an increase in these kind of events with this device. Line removed and replaced.